Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: according to the information received, it was reported that by the sales rep via phone that during a shoulder scope the vapr tripolar90 suction electrode had a stain on the tip. Two devices were received and evaluated. Sings of activation on both devices can be observed. It was observed in one device that the cable and the suction tube were cut. The another device present the cable cutted. Both devices will be sent to supplier for further evaluation. In addition, another seven devices were received without their original packaging, seems to be unused. The devices will be sent to supplier for further evaluation. The vapr tripolar 90 suction elect was returned to supplier for evaluation. The supplier conducted visual inspection of device received by customer. Visual appearance comments by the supplier: device 7, the active tip surface is scratched and there is a piece of weld splatter. The summary of the supplier is: the investigation confirmed that all nine device had some degree of staining/marking on the tips. This included staining from the welding process, mechanical marks, unknown black staining, epotek and an unknown substance. A manufacturing record evaluation was performed for the finished device lot number: u2010060, and no non-conformances were identified. A visual inspection of the returned devices confirmed that all nine device had some degree of staining/marking on the tips as reported by the end user. In an effort to determine root cause and identify any corrective actions a CAPA investigation (B)(4) has been initiated. Potential root causes being investigated as part of this CAPA will be the manufacturing process. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep that the vapr tripolar90 suction electrode device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the active tip surface was scratched and there was a piece of weld splatter on the device. There was no procedure nor patient involvement reported. No additional information was provided.